Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 60 blue reload was further evaluated by the intuitive surgical, inc. (Isi) failure analysis engineer (fae) and the initial findings were confirmed. The reload was returned inside the stapler jaws but had not been fired. There was no damage found to the reload. The stapler was found with a broken drive shuttle within the main tube and is the root cause of the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products to perform failure analysis and the complaint was confirmed. The sureform 60 stapler instrument was analyzed and found to have the bevel spur gear spinning freely, which prevented the instrument grips from opening after installing it on the system. Upon return, the instrument grips were found to be closed. The failure analysis technician used a manual release knob (mrk) to open the grips with no success on countless attempts. The instrument was placed on an in-house system with the returned reload and an error message of "missing or used reload installed. Remove instrument and install new reload" appeared. The instrument was removed from the system and the jaws remained closed. The instrument was compared to two in-house golden instruments and the bevel spur gear was found to spin multiple times before reaching the stopping point versus the golden instruments only spinning once before reaching the stopping point. The instrument was visually inspected and there was no damage to any of its components. The I-beam assembly was intact and extended as expected but would not retract. There was no damage to the I-beam assembly or the sleeve. There were also no missing gears, screws, cables, pins, etc. All external components inside of the house were accounted for. After turning the mrk for some time, eventually the grips opened. The failure analysis technician replaced the returned reload with a new in-house reload and reinstalled the instrument onto the in-house system, and the same error message regarding the reload being missing or used was observed, although both reloads were unfired and unused. Once the instrument was removed from the system a second time, there was the same issue with the jaws not able to open and not responding to the use of the mrk. In addition, the unused sureform 60 blue reload was also returned and evaluated by the failure analysis team. Due to an instrument failure, the reload was stuck in the instrument's jaws. There was no damage to the reload or its components. A review of the advanced technical log for the sureform 60 stapler instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the logs showed the instrument was installed on the system 2x and fired no reloads. The logs showed that no reload was installed on each of the installs. It is likely that the system detected the lockout mechanism in each case, which can indicate that a missing or used reload was detected. No reload colors for the installs were recorded. The instrument was removed and not used again in the procedure. There were no stapler related errors observed.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument was inserted through the port and the jaws would not reopen once inside the patient. The user completed the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws of the instrument were not stuck on tissue when the issue occurred. There was no unexpected tissue removal and no bleeding observed. There was no injury to the patient.

Manufacturer narrative:
The sureform 60 stapler instrument was further evaluated by failure analysis engineer (fae) and the initial findings were confirmed. The stapler was returned with the jaws stuck in a closed position with a blue reload installed. No logs were found for the procedure on 18-nov-2024 so the procedure review dashboard was utilized. The dashboard showed that the instrument was installed on the system twice (2x), however a valid reload was not detected by the system, and could not be used. Instrument I-beam was attempted to be manually extended and retracted. I-beam could extend out by rotating the bevel gear in one direction, however, was unable to retract the I-beam and it spun freely. Instrument was disassembled and the drive shuttle within the main tube was found to be fractured. The drive shuttle was fractured in two places, severing the crimp pockets from the guard rails and pulley system of the component. Both drive cable crimps were still seated in their respective pockets. Instrument was passed to the design engineering team for further investigation. The guard rail connection the crimp pockets appears may be a potential point of stress concentration within the assembly, however it is unclear what instigated the fractures. The fracture surfaces were examined, and no surface defects were detected.

Event description:
Refer to h11 for follow-up information.